Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The patient's peritoneal dialysis nurse stated that the patient was taken to the emergency room (e.r.) On (B)(6) 2014 by the family. The e.r. Staff diagnosed the patient with peritonitis and she was treated with antibiotics. The patient was discharged home on antibiotics. Per the peritoneal dialysis nurse the patient is being treated with vancomycin for a touch contamination. The patient plays with her catheter and disconnects the line while in treatment due to her confusion.